Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2015 with the following findings: a review of the pump black box data indicated no drastic voltage fluctuations. During a visual inspection of the pump, the battery compartment was observed to be intact. The pump powered on with the returned battery cap; the battery cap was able to fully tighten. Current draws measured within specifications. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. The complaint of a battery life issue was not duplicated during investigation. (B)(4).